Event description:
Situation: major hemorrhage during thoracotomy due to misfiring staple gun. Background: a male was admitted in early 2009, for planned right endoscopic thoracotomy wedge resection for 2.5 cm medial right upper lobe, anterior, pulmonary module which on biopsy yielded invasive moderately differentiated squamous cell carcinoma. During completion of the resection, the endo-gia 60 blue load stapler was fired which went across the parenchyma without any difficulty. Then using a masher, the parenchyma was thinned out and stapler again placed and fired across the parenchyma. Upon retrieving the stapler, it was apparent that the staple had misfired and although the blade had cut the parenchyma, there was no seal and the exposed intraparenchymal vessels hemorrhaged obscuring visualization through the camera. Emergency conversion to open thoracotomy was undertaken. Compression successfully controlled the hemorrhage. Copious irrigation was performed, bleeding vessels identified, lacerated vessels ligated, and bleeding controlled. During the repair and closure, o negative blood was given while type and screen was being done. A total of 4 units of prbcs were rapidly infused and six liters of crystalloids given. Ebl: 1000 ml. Outcome: stable. Patient discharged in stable condition ten days later. Dates of use: 2009. Diagnosis: pulmonary wedge resection. Event abated after use stopped: yes.